Manufacturer narrative:
The device was not returned for evaluation therefore a device analysis could not be completed. However, the sharesource files associated with the device were reviewed. No therapy data was available the month of when the event occurred. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced shortness of breath during dialysis. It was further reported that the device "kept beeping" unspecified error message and it was not able to be resolved by the nurse. It was reported that the patient had a total of "3500 instilled but only 500 came out". The patient complained of shortness of breath and disconnected himself from the cycler and manually drained. The patient was not hospitalized and no treatment was given. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.